Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received indicating that the patient underwent generator and lead replacement on (B)(6) 2014. It was reported that the explanting facility requires patient consent to return explanted device which was not obtained; therefore, no product analysis can be performed.

Event description:
It was reported that the vns patient¿s device showed high impedance (lead impedance >= 10,000 ohms) during an office visit on (B)(6) 2014. The patient¿s device was subsequently disabled. The patient was referred for surgery but no known surgical interventions have occurred to date.